Event description:
It was reported that during central processing, the monopolar curved scissors had the orange part exposed. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported damage was observed on the grey section of the main tube, just below the orange area, and not on the tip cover accessory. The tip cover accessory was not available for return. The affected instrument has been shipped to isi for further evaluation. No photographic images or video recordings of the procedure are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis. The instrument exhibits scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.139¿ x 0.086¿. There was material missing. Additional observation(s) related to customer reported complaint: the instrument was found to have some material of the tube extension to be missing. The missing material was roughly 0.139¿ x 0.086¿. The complaint was confirmed by failure analysis. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.